Event description:
The fe reported a channel 15 error and the system would not boot up, resulting in a total loss of imaging functionality. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.